Manufacturer narrative:
Service evaluation and repair pending.

Event description:
The customer reported the device is attempting to reboot. The customer reported the device was not in use on a patient therefore no patient harm. Review of the device diagnostic code log indicated a +-24/12 volt power failure occurrence during operation. Initial service evaluation and repair are in progress.

Event description:
The manufacturers field service engineer (fse) reported the ventilator would not turn on in diagnostic mode. The fse reported the unit tries to start and then the screen goes blank. The fse reported when the ventilator bottom enclosure was disconnected from the upper enclosure the unit started up in diagnostic mode. The fse reconnected the bottom enclosure and reported the unit starts up normally in both normal ventilation and diagnostic modes. The fse reported the ventilator passed extended self testing. The fse reported the customer stated they will follow with a run-in of the device and run overnight to complete checkout.

Manufacturer narrative:
Supplemental report.